Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly asy000016.

Event description:
Territory business manager contacted dexcom technical support via email on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014. Dexcom technical support made contact with patient. At the time of contact with dexcom technical support, no medical intervention or injuries were reported. Dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4).